Event description:
Pt had a right total hip replacement in 1993 and a revision right total hip replacement in 1998 to repair a fracture around the prosthesis. Pt presented to the surgeon with a two day history of increased pain in the right hip on 5/18/00. X-rays done in the office show that the femoral component has broken in the proximal third of the prosthesis. Previous x-rays had shown that the prosthesis had started to loosen. Pt reported to the hosp for removal of hardware and revision of right total hip replacement in 2000.